Event description:
On (B)(6) 2011, I saw a bottle of clear care contact lens cleaner and needed to take out my contact lenses for bed, so I used my regular contact lens storage case and filled it up with clear care, since I didn¿t have my regular solution with me, to find that it was contact lens cleaner. I looked at the bottle, but didn¿t notice anything different about it, didn¿t see any prominent consumer warning labels and didn¿t see any reason why I couldn¿t use it. The label looked like any other colorful marketing label on any other brand of lens cleaner. I soaked my lenses overnight like I would use my typical solution. On the morning of (B)(6) 2011, over 7 hours after soaking the lenses, I took the lens that I put in my right eye out of my lens storage case and into my eye. As soon as the lens touched my eye, it felt like I was blasted with a pure bleach bomb in my eye. I screamed as the lens that I put into my eye burned like a raging fire. My eye immediately turned bright red, swelled shut and was tearing like a water faucet. The worst part, not only was my eye burning, but the lens was stuck in my eye continuing to burn and torture me. While my eye swelled even larger and poured tears and continued to redden. I desperately tried to get the lens out, but couldn¿t from the reaction I was having. I started throwing water all over my face in the bathroom and trying to soak my eye to stop the burning, but it wouldn¿t stop. After almost 15 minutes of pure agony, I fished the lens from my eye that looked like someone threw acid in it. I could barely see and continued to flush my eye, but the water was no relief. The eye looked like quasimodo from the hunchback of notre dame. It was awful and painful beyond imagination. I ended up going to the hospital, where they told me that the clear care solution was responsible for the eye injury and that they have seen this injury before. The eye developed subsequent infection after the product injury. I was additionally treated by my eye doctor several times as a result of this injury. When I did further research after the injury, I found that there was some type of special lens case that needed to be used for lens storage. I didn¿t know this when I used the product, even though I soaked the lenses for over 6 hours to neutralize the contacts in storage. I didn¿t notice any warning label on the clear care solution bottle that would have stopped me from using the solution.